Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mixture solidify before use.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the complaint states: ¿the mixture solidify before use. Customers have used the same products earlier, but the problem started with lot#8867722.¿ storage conditions were reported on scp-chp appendix 2. The cements were stored at 22°c for at least 4 days prior to the surgery. The relative humidity was not recorded. The product was not refrigerated before use. The components were not unpacked from the protective foil prior to surgery. The operating theatre temperature was 22°c. The working procedures from scp-chp appendix 2 were also reviewed. The other relevant comments state ¿the cement solidified almost during mixing; it became too solid for implant components.¿ the user mixed the cement in 30 seconds and extrusion did not commence until 2-3 minutes from the start of mixing; it is unclear from the description if the IFU instructions were followed. If the vacuum was present for longer than 15 seconds following the completion of the mixing actions as per the IFU, this would reduce the setting time for the cement. The cement as used by the hospital team was extruded at least 30 seconds, and up to 1 minute 30 seconds later than the cement tested in the laboratory. If the vacuum was also in place for this amount of time, it would have an impact on the cement setting time. Retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions. The tested cement: extruded without issue at 1m 30s , a setting time of 8 mins 12 seconds . The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. All results are within the specification limits for this product. The reported failure was not repeated in the testing of the retained samples of this batch. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 6 was reviewed. This failure mode is recognised for the cement on lines 61 and 62, 66, and 72 to 75 ; the risk is considered ¿as low as possible¿ and cannot be further mitigated. Dva-104544-fde rev 6 for the smartmix cemvac family recognises ¿poor mixing¿ as a possible failure mode on lines 10-16; the risk is considered ¿broadly acceptable¿ and does not require immediate mitigation. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further actions: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery time was extended approximately 10 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.